Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device in this incident. It was determined that the station was on critical override, and ¿patient/order data may not be current¿ notices were showing up. A technical support specialist (tss) dialed into the server and checked all services, verifying they were up and running fine. Tss ran the query and confirmed all six stations had the same reason: ¿inbound messages down or delayed.¿ tss ran the ¿server downtime¿ query and found a disconnected flag between carefusion coordination engine (cce) and es. Tss restarted the services on the es server, but the disconnected flag did not clear. Integration engineer (ie) restarted the services and found that no new messages had been received from epic. Tss spoke with the hospital information technology (hit) team and verified that communication on their end was back up. Tss ran the query on the server and confirmed messages were crossing over and processing. Tss informed hit that monitoring would continue to ensure all new messages were crossing over, and hit acknowledged. Later, tss dialed into the server again, checked and verified all services were up and running, ran the query, and confirmed messages were crossing over from cce and processed successfully on es. Logged into server and verified all stations were communicating with the server, with none on critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and order data may not be current and the station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.